Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. There were four reported complaints against the lot. All four of the reported complaints were noted as being from the same customer and involved three external leak events and one internal leak event. No samples have been provided for any of the complaints and no complaints of any type have been received on this lot number from any other customers. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that the clinic experienced several dialyzers leaking during patient treatment from the same lot. Upon follow up, the nurse confirmed the event. The blood leak occurred 30 minutes into the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine did not alarm. Blood leak test strips were not used as the leak was visually observed. Fresenius bloodlines were used for treatment; however, bloodline information was unknown. The leak was external. There was a crack seen on the header of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 10 ml. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The patient information was requested but not provided. The dialyzer was discarded and is not available to be returned to the manufacturer for physical evaluation.